Event description:
Literature was reviewed regarding "endovascular treatment of intracranial dural arteriovenous fistulas with onyx: a consecutive seri es of 62 patients from a single-center." The objective of the study was to investigate the efficacy and safety of onyx embolization in the treatment of davfs and characterize the factors associated with complete obliteration. The time frame of this study was from october 2017 to march 2022. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: marathon microcatheters and apollo microcatheters. No deaths occurred in the study population. Among patient adverse events included: intracerebral hemorrhage (n=2), venous thrombotic events (n=2), and a glued microcatheter (n=1).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID unk-nv-marathon (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-marathon (unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-apollo (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: yihui ma, zejin li, yu feng, tingbao zhang, xinjun chen and wenyuan zhao. Endovascular treatment of intracranial dural arteriovenous fistulas with onyx: a consecutive series of 62 patients from a single-center. The neuroradiology journal vol. 0(0) 1¿6 2024. Doi: 10.1177/19714009241242586. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.